Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for a device change-out, fluoroscopy revealed externalized conductors. The lead showed normal electrical function. A venogram was performed and the vein was found to be occluded, so no procedure was performed that day. The patient will be scheduled for a lead replacement procedure. The lead still remains implanted and active. The patient was fine.

Event description:
New information received indicates that the physician has elected to not intervene with surgery. The patient was stable.